Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report received on (B)(6) 2026, a patient in the on-x pas study experienced complete heart block. The event start date was 10sep2017 with a reported duration of 2 hours. Treatment: surgery. Reported as fully resolved. The on-x device was implanted on (B)(6) 2017. Information regarding etiology of the event pending.